Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced a stroke. Further review of this pacemaker was performed and stored episodes were found that correlated to the time of the stroke. Loss of capture was observed on the right ventricular (rv) channel. At this time, the pacemaker and rv lead remain in service. No further information has been received. No additional adverse patient effects have been reported.